Event description:
Loss of osseointegration, primary stability was achieved, implant achieved osseointegration, implant was completely covered by bone, biomechanical overload, bruxism, pain, mobility.